Manufacturer narrative:
B3/d10: this occurred within a week and within the last few weeks. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between a minicap transfer set and the patient line of two (2) amia automated pd cycler sets. This occurred during use of the device for peritoneal dialysis therapy. The patient was connected at the time of the events. The transfer set had been changed a few weeks prior and since then, within a week, the transfer set has separated from the patient line in the middle of the night on two different dates. There was no report of patient injury or medical intervention associated with this event. No additional information is available.